Manufacturer narrative:
No service was requested. User facility performed investigation and found presence of liquid/water on the pressure transducer printed circuit (pc) boards. The pc boards were replaced and the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided pictures confirmed the reported water/liquid ingress into the pc boards. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid entered the ventilator or what kind of liquid it was.

Event description:
It was reported that the ventilator had excessive leakage. Liquid entered into the ventilator. There was no patient involvement. Manufacturer's ref.#: (B)(4).